Manufacturer narrative:
Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. The root cause of the reported event cannot be conclusively determined; however, the event is not related to the procedure nor the device. There are clinical factors that may have contributed which include the patient's unique anatomy, diet and medication compliance, and other related comorbidities. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events, including stroke, have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Stroke is a known potential complication associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Device remains implanted.

Event description:
It was reported that the patient experienced an acute onset of double vision and photophobia with transient aphasia and transient loss of consciousness. She did not seek immediate medical attention until (B)(6) 2017 as the symptoms began after having 2 glasses of wine and thought she just couldn't handle her alcohol anymore. The patient was admitted to an outside facility with stroke. During the admission, the patient was having hemodialysis and after 1.5 liters were taken off, flow and watt waveform showed negative deflections. The speed was decreased to 2600 down to 2400 with no change in negative deflections. The hemodialysis was stopped and the patient was rinsed back. The flow waveforms were improved significantly. The speed was slowly increased back to 2600 where she remains at this time. A head CT scan from (B)(6) 2017 revealed a small chronic left basal ganglia lacunar infarct. As compared to the previous study there has been development of a left thalamic lacunar infarct approximately 11 mm in size. The patient is otherwise stable with the symptoms having resolved.